Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of vascular injury (tissue injury) is listed in the prostyle instructions for use, as a potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using two prostyle devices after a carotid stenting interventional procedure using a 6f sheath. Reportedly, resistance was felt when the plunger of the first prostyle device was removed and a cuff miss occurred as no suture was present. The plunger of the second prostyle device was pulled a little harder due to resistance, the suture took; however, the foot would not retract. An unspecified balloon was taken using the up and over technique to retrieve the prostyle device. A piece of vessel was noted to have come out attached to the device. No device separation occurred with the prostyle device. Manual compression was held until a non-abbott covered stent was deployed to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.